Manufacturer narrative:
(B)(4).  If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The literature article entitled, "bipolar hip replacement in sickle cell disease" written by b. K. S. Sanjay and p. G. Moreau published by international orthopaedics (sicot) (1996) 20: 222 ¿ 226 accepted by publisher 30 november 1995 was reviewed. The article's purpose: "present the results, including the problems occurring during operation and in the postoperative period, of uncemented bipolar hip replacement carried out in 26 hips with advanced avascular necrosis in sickle cell disease." Data is provided in a table for the 21 patients and 26 hips. It is noted only 3 patients received depuy implants and only 1 experienced an adverse event. Narrative description also provides identification of case number for each adverse event. Depuy products utilized: aml stem with bipolar head. Adverse event: intra-operative calcar fracture treated with cerclage wiring. Demographics: case # 9, (B)(6) year old female with l tha.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.